Manufacturer narrative:
(B)(4).

Event description:
The beckman coulter distribution center reported receiving two pallets (160 cubetainers) of dxi wash buffer ii cubetainers that were leaking. No report of injury, death, affects to end user or to patient results or patient treatment is associated with this event.

Manufacturer narrative:
Additional information was requested but not supplied to date. Root cause could not be determined for this event.